Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) . The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during testing, a 980 ventilator's display went blank. The ventilator was not in use on a patient at the time of the reported event.